Event description:
It was observed that during the device evaluation, the image did not display on the bronchovideoscope due to damage on the plug unit. Additionally, the scope connector cover unit was dirty due to water leakage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the event was confirmed. The investigation findings did not lead to a clear conclusion for the event; therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.